Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024.during the procedure, when the physician rotated the handle, the band would not deploy. The procedure was completed with another speedband superview super 7.there were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 and block h10 have been updated based on the additional information received on february 26, 2024. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when the physician rotated the handle, the band would not deploy. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 26, 2024: it was found that the bands would not deploy prior to the procedure, when the device was tested outside the patient.